Manufacturer narrative:
The lot was manufactured between december 10, 2016 ¿ december 12, 2016. The device was received containing approximately 97 ml of fluid in the bladder. A visual inspection was performed with no issues noted. After the luer cap was removed, evidence of continuous flow was observed. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid delivery by an infusor stopped. This event occurred during patient infusion. Solution volume was not reduced from the bladder even after twenty-four (24) hours of connection. The infusor was replaced with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.